Event description:
It was reported that an ilet user experienced persistent high glucose alerts last documented at 401 mg/dl overnight despite the pump delivering insulin, with the continuous glucose reading decreasing from 160 mg/dl to 76 mg/dl while fingerstick or meter blood glucose remained high; after changing infusion supplies in the morning, glucose decreased and later stabilized. Investigation of this case revealed an unclear cause of both the hyperglycemia and subsequent hypoglycemia, with suspicion of an issue related to the infusion set or supplies that resolved after replacement, although no device malfunction was confirmed. Symptoms included sweating and shakiness associated with a documented low glucose that the user treated with oral glucose tablets and oatmeal. Outcomes included transient hypoglycemia without hospitalization. It was concluded that the cause of the reported hyperglycemia and hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.